Manufacturer narrative:
Evaluation conclusions: other, the customer is not returning the suspect device. However, a device of the same lot and failure mode is being returned for evaluation. The device will be evaluated when it is received. An evaluation will be performed, and a follow-up report will be submitted when additional information is available.

Event description:
The complainant reported that during an interventional radiology procedure, the catheter leaked where the hub meets the catheter. No harm or injury to the patient was reported.